Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 113 mg/dl. The customer stated that this is the second time the pump alarmed no delivery. The customer stated that the pump occurred during manual prime. The customer was not able to troubleshoot during the time of call. The customer was not able to determine the cause of the issue. The customer will be sent replacement sets.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.